Event description:
The customer contacted stryker to report that their device was used on a patient but it failed to evaluate the patient. As a result, defibrillation therapy may have been delayed or unavailable, if needed. A back up device was obtained and used to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker requested additional patient information from the customer. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device was able to analyze and deliver a test shock with no discrepancies. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device was used on a patient but it failed to evaluate the patient. As a result, defibrillation therapy may have been delayed or unavailable, if needed. A back up device was obtained and used to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.